Event description:
The dr has been doing biopsies for twenty-five yrs, but grew concerned when one of his pts, who had undergone biopsy of his prostate, expressed much pain when the procedure was over. The dr reported that the pt bled more than normal and was sent to the hosp, from his office, for overnight observation. The pt stopped bleeding within the next twenty-four hrs and did not require any medical intervention as a result.